Event description:
--

Manufacturer narrative:
The explanted device was returned and is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Event description:
--

Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy (crt-d) underwent a pocket revision. The device was programmed to electrocautery mode for the procedure. The device reverted to safety core and the patient received a shock during the case. It was confirmed that cautery was being used.

Manufacturer narrative:
The device was explanted and was replaced with another boston scientific crt-d. The explanted device has not yet been returned for analysis. This report will be updated when additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory revealed the device had not been programmed to electrocautery mode, but rather had been programmed to monitor only mode. The memory also showed that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery.